Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the facility's biomedical engineer that he was able to duplicate the reported issue when he wiggled the therapy cable assembly approximately 3 inches beyond the 90 degree bend in the cable, near the strain relief. The biomedical engineer advised that he would obtain a replacement therapy cable assembly to resolve the reported issue. Once proper device operation is observed, the unit will be placed back into service for use. The cause of the reported issue was the therapy cable assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, their device would only intermittently provide the patient's heart rhythm (ECG) while in paddles lead ECG. As a result, defibrillation may be delayed or not possible. The biomedical engineer advised that the female patient was approximately (B)(6) and weighed approximately (B)(6). Medical personnel were attempting to obtain an ECG reading only and there was no need for defibrillation therapy during the event. Medical personnel were able to obtain a backup device in order to continue patient care. There were no adverse effects to the patient as a result of the reported issue.